Manufacturer narrative:
This report is submitted september 21, 2017.

Event description:
Per the patient's audiologist, the patient experienced intermittency and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. It is unknown whether there are plans to explant the device and reimplant the patient. The patient will continue to be clinically managed by their healthcare provider.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery.